Event description:
Analysis of the handheld was completed on 10/30/2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 10/30/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the vns patient¿s handheld device was not functioning despite troubleshooting. The programming wand was confirmed to be functioning properly as no issues occurred when it was used with a different handheld device. The non-functioning handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.